Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities and the tip is worn from use. Product was out of the original packaging and no packaging was returned. A functional evaluation was performed on the returned device and found that plugging in the wand causes a wand end of life error. Using a bypass box, the wand had no issues producing plasma or activating coag. The button covers were removed and found corrosion and saline ingress on the button boards. Wand data shows multiple button press warning were experienced. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include a short of the ablate button due to saline ingress. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the werewolf flow wand coagulate function was activated even though no hand button or foot pedal was pressed. The procedure was completed using a back-up device, but it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.